Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found damaged tubing above the probe causing the naohd solution to either not be properly removed out of the cuvette or drops of fluid re-entered the cuvette. The fse replaced the damaged tube. The customer stated the system has been working fine since the damaged tubing was replaced.

Event description:
The initial reporter questioned low results for 4 patient samples tested for gluc3 glucose hk (gluc3) on a cobas 8000 c 702 module. Based on the data provided, the results for 2 patient samples are a reportable malfunction. Patient 1 initial result was 46 mg/dl. The repeat result was 110 mg/dl. Patient 2 initial result was 41.84 mg/dl. The repeat result was 108.57 mg/dl. The low results in question were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 398920. The expiration date was not provided.